Manufacturer narrative:
Initial reporter occupation = strategic sourcing manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the acorn-shaped positioner of a goldstein sonobiopsy catheter came off of the catheter during a saline infusion sonohysterogram (sis) procedure and was retained in the patient. The procedure was completed. The device part was removed from the patient. The patient was not hospitalized or had prolonged hospitalization due to the event. The patient did not require any additional procedures due to the event. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: it was reported that the acorn-shaped positioner of a goldstein sonobiopsy catheter came off of the catheter during a saline infusion sonohysterogram (sis) procedure and was retained in the patient. The procedure was completed. The device part was removed from the patient. The patient was not hospitalized or had prolonged hospitalization due to the event. The patient did not require any additional procedures due to the event. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of instructions for use (IFU) and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. Review of the customer testimony and relevant manufacturing documents does not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. A search of the device history record (DHR) could not be conducted due to lack of lot information from the user facility. A complaint history database search could not be conducted due to lack of lot information from the user facility. The complaint device was not returned to cook for investigation. Accordingly, no physical examination could be performed. The device is provided with instructions for use which state, "note: upon removal of catheter, ensure that positioner is still on body of catheter. If still lodged in patient cervix, remove using forceps." Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint was the customer's failure to follow instructions. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.